Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was initially reported by the caregiver (spouse) as a bacteria traveled through the stomach wall; however, this was unable to be medically confirmed by the peritoneal dialysis registered nurse (pdrn), therefore the cause of the event was assessed as unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated in the hospital with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Action taken with dianeal and extraneal therapies was unknown. At the time of this report, the caregiver reported the patient was recovering; however, the pdrn reported the patient has not recovered. Also at the time of this report, the patient remained hospitalized. No additional information is available.